Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user attempted to reload a cartridge with approximately 70 units of insulin after recharging the pump battery. Tandem technical support advised customer to use a new cartridge. Customer acknowledged and declined further troubleshooting for the issue. Customer's blood glucose was 256 mg/dl.